Event description:
A female young adult with a heart defect was treated with less than 5 parts per million (ppm) of inomax for an unspecified indication. On (B)(6) 2010, a respiratory therapist reported that inomax ds, # (B)(4) alarmed, "failed nitric oxide (no) cell and the delivered (no) was fluctuating all over the place." The device was switched out and according to the respiratory therapist; during the replacement of the devices the pt's oxygen saturation decreased 3 to 4 points. The respiratory therapist states the pt was on nasal cannula and not in distress during the device malfunction and was not put on the inoblender as back-up manual ventilation. The pt's oxygen saturation decrease resolved and was deemed mild in severity and non-serious by the respiratory therapist.

Manufacturer narrative:
On (B)(6) 2010, a respiratory therapist reported that an inomax ds device alarmed, "failed nitric oxide (no) cell and the delivered no was fluctuating all over the place." Eval summary: on investigation, we were unable to duplicate the reported condition with this device. However, on examination of the device service log, fluctuating monitored nitric oxide (no) values were recorded. Since fluctuating monitored (no) values have been observed in the service logs of other devices and have been linked to fretting corrosion of an internal ribbon cable, the cable was replaced. The fretting corrosion can lead to intermittent high resistance connection at the cable's connector, leading to fluctuating monitored (no) values. It is important to note that the monitored (no) values would be fluctuating in this case and not the actual (no) delivered.